Manufacturer narrative:
A review of the complaint history for sn 16006027 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16006027 was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie bin was not opened. The technical support specialist was found the issue was related to the cycle count item in the drawer and cubie lid. The technical support specialist rebooted the machine and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had an issue where cubie bin failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.